Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: director cath lab. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor performed the procedure placing the angio-seal hemostatic sheath in the body with the dilator in it. Before pushing in the sheath very far a craft and fray were noticed immediately as the sheath was disintegrating. The device was removed from the body without injury. There was no blood loss. The reported event did not result in patient injury or require surgical intervention. Additional information was received on 25oct2024: the device was breaking. The device was stored in a pyxis system. A pre-deployment angiogram was performed. Hemostasis was achieved by manual pressure. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Four photos of the device were provided, and the hemostasis sheath, locator, and packaging were identified. The hemostasis sheath and locator were mated together, and the sheath was found to have been broken. The breakage was consistent with embrittlement due to light exposure as the sheath was broken into two parts with no signs of plastic deformation. No other damage or issues were identified. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was stored in a pyxis system and broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).